Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of death, as listed in the product instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that approximately 1 year post xience v stent implantation in the proximal circumflex artery and left anterior descending artery, the patient died. Cause of death was hepatorenal syndrome. Although requested, there was no additional information provided.